Manufacturer narrative:
The event of "lymphoma-alcl-suspected" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "bia-alcl" (histopathological markers not reported).

Event description:
Patient reported being diagnosed with "bia-alcl" for unknown side. Pathological markers confirming alcl have not been received. Device status is unknown.

Event description:
Patient reported right side effusion as stated in medical report. The effusion fluid was sent for immunohistochemical analysis which showed cd30+ and stated the results correspond to breast implant associated "anaplastic" large cell "lymphoma" (bia-alcl). The device has been explanted with a complete capsulectomy. The excised capsule was sent for histological analysis which confirmed alk- and bia-alcl. Device has been explanted.

Manufacturer narrative:
The device is not PMA approved, but will be reported to the FDA as it is an allergan device with confirmed bia-alcl with histopathological markers of cd30+ and alk-. A review of the device history record has been completed. No deviations or non-conformances noted. Further investigation: the review of the documentation associated to the manufacturing process indicates that all devices with lot number 2923446 were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review there is no information if the device will be returned for analysis in the device analysis laboratory. A review of the current risk documents was performed in chl-bi family (v14.0), and the event of bia-alcl is a known hazard for breast implants. Per evaluation performed in this investigation this code is classified as medical event; also, this event is not classified as a potential high impact complaint, therefore this case is not confirmed as high impact complaint, and no further actions are required at this time. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma - alcl will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. The events of seroma-late and lymphoma-alcl are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation: seroma-late, lymphoma-alcl. Additional, corrected and/or changed data: b.2, b.5, b.6, b.7, d.1, d.2a, d.2b, d.4, d.6a, d.6b, g.4, h.4, h.6, h.7, h.9.